Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, and occlusion test. No excessive no delivery alarms noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
Customer reported via phone call that they experienced high blood glucose of 477mg/dl and insulin pump received no delivery alarm. Customer performed troubleshoot for no delivery and insulin pump did not alarm for no delivery but declined further troubleshoot for no delivery as well as for high blood glucose. Insulin pump will be return for analysis.